Event description:
The report from hospital say: on (B)(6) 2021, when the nurse was performing a routine check on the ventilator, a ventilator gave an alarm of the oxygen concentration raphael color made in 2008.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint as it was reported by the user. With this investigation it was not confirmed that the affected device failed to meet its specifications. There is several contradictory information in the report. Patient involvement nor harm cannot be confirmed. The most probable root cause may be a user error. As there is not a clear indication of patient harm, this complaint is preventively deemed to be reportable.